Event description:
Brake will not hold on the bed.

Manufacturer narrative:
The hill-rom field technician adjusted the casters to repair the bed. Mod 373 is a field corrective action which replaces the brake detent mechanism and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.